Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was inspected for damage and none was found. The system was rebooted. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying an "error initializing collimator" error upon boot up. The site attempted multiple reboots without resolution. There was no patient present when this issue was identified.